Manufacturer narrative:
On 11/25/2024, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4). Per medwatch report: "tip of seal broke off in patient. Md was able to remove broken tip of instrument. No patient harm. New sealer opened. Robot lap sigmoid colectomy. Device malfunction - that is, the device did not do what it was supposed to do; male patient; 48 years old; on (B)(6) 2024."

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and confirmed that the piece was already separated before realizing it came from the vessel sealer instrument. The customer was in the process of shifting the workspace at the time and did not know what caused the issue. There was some tough tissue, due to chronic inflammation and a surprise diverticular abscess. The instrument was in use for one hour for dissection. The surgeon was thinking they could keep using the instrument if it had not broken off a piece. There was no collision. The customer only saw the fragment not the falling inside the patient. The surgeon periodically changes out instruments and typically straightens them. A grasper was used to retrieve the fragment. There was only the one piece, and it fit the defect on the instrument. They needed to open a new vessel sealer instrument to complete the procedure. There were no post-operative tests performed. Patient demographic information was 48 years, male, 191 lbs., and caucasian.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the seal of the vessel sealer extend (vse) instrument broke off inside the patient. The fragment was retrieved during the same surgical procedure. The customer stopped using the vse, and it was replaced to the backup. The customer completed the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical has received the vessel sealer extend (vse) instrument. The vse had a broken grip at the grip base. A piece approximately 0.215" x 0.100" was found to be broken off and the broken piece was not returned. Components adjacent to this broken grip did not show damage.